Event description:
During service by baxter, failure code 500:320:844:0000 was found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on (B)(4) 2007. Evaluation summary: evaluation was performed and the condition of failure code 500:320:844:0000 was confirmed. Inspection of the pump revealed failure 500:320:844:0000 was due to a key being pressed for more than 50 seconds. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA, mdq-CAPA-129.